Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the upper endoscopy, the image of the subject device suddenly disappeared. The output of the subject device was connected to the monitor via mv-1d (teac device), and the power of mv-1d was turned off at that time. After the powers of all devices were turned off and on, the devices were restored, and it was completed the intended procedure. The user had performed the inspection of the subject device before the use and confirmed that the subject device had functioned without any problem. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. The device manufacture date is unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is presumed that the phenomenon indicated was caused by mv-1d turning off. Information was obtained indicating that the power of mv-1d (teac device) had fallen when the endoscopic image disappeared. Olympus will continue to monitor field performance for this device.